Manufacturer narrative:
A4: information was inadvertently omitted in the initial report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having stimulation in the wrong area. The patient was getting stimulation in the abdominal area. The lead was explanted and replaced. Surgery date is unknown. The issue is resolved.